Manufacturer narrative:
The change is as follows: g.4. Date received by manufacturer: 2019-10-03. H3 other text : see. H.10.

Event description:
It was reported that injection issues occurred with a pen ii omnitrope pen 10. The following information was provided by the initial reporter, "1 to 2 pens having injection issue, but not sure whether it is needle issue or the pen device were faulty." 2 occurrences were reported.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: unconfirmed, no issue observed. Investigation conclusion: the customer issued a complaint for high resistance detected during use of the product by the end-user. Two samples were provided to bd medical pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pens. The samples were tested for functionality through dose set knob (dsk) push force test (test instruction (B)(4)) and by performing sample injections. The returned complaint pens met dsk push force test specification. The pens functioned as intended during the sample injections. Root cause description: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that injection issues occurred with a pen ii omnitrope pen 10. The following information was provided by the initial reporter, "1 to 2 pens having injection issue but not sure whether it is needle issue or the pen device were faulty." 2 occurrences were reported.